Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. The lesion being treated is unknown. The physician was attempting to implant a 2.50x28mm taxus liberte stent, but the physician was unable to cross the lesion. The stent was removed and when it was examined, it was noted that there was damage to the stent. The procedure was completed with another of the same device. There were no patient injuries and the patient's status is stated as "good."

Manufacturer narrative:
A visual and microscopic examination identified no damage to the returned stent. Severe hypotube kinks were present along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood and solidified contrast media were present within the inflation lumen, indicating that the device was used in vivo and the device was prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for the batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).